Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that part of the pin was broken inside the device. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is attributed to excessive force/friction during use.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-613-91 pin driver broken. This was discovered during a case with no patient effect. Additional information requested.